Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a cholelithiasis during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the physician felt that the catheter snapped when the stent deployment hub was pulled. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to the gallbladder during a gallbladder drainage procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the gallbladder.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a cholelithiasis during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the physician felt that the catheter snapped when the stent deployment hub was pulled. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to the gallbladder during a gallbladder drainage procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the gallbladder.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed and the control hub was detached from the outer sheath. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The observed problem of control hub detached from the outer sheath was most likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted transgastric to the gallbladder during a gallbladder drainage procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.